Manufacturer narrative:
The mega suturecut needle driver instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, customer identified a broken wire on the mega suturecut needle driver instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.